Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Diabetes specialist reported the patient was brought to the hospital on (B)(6) 2014 around 4:15 pm with a blood glucose level of 1500 mg/dl per lab test while using the pump. Diabetes specialist reported patient was treated with insulin via perfusor. Diabetes specialist stated the patient is on dialysis (type unknown). Diabetes specialist reported the glass competitor cartridge is broken. Diabetes specialist reported the time and date on the pump was not correct. Requested return of the pump, adapter and infusion set.